Event description:
Patient requires filters on all lines. Filter closest, infusing patient-controlled analgesia (pca) to the patient, broke and patient had blood back flow through the line. Patient was covered in blood and pca pump was not infusing pain medication due to the broken filter. Problem was caught at shift change when looking over the lines. Intravenous infusion (IV) was stopped, clave was changed, and new IV tubing was placed with a new filter.